Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens reviewed the data and found previous bad sample detect, clog detect and sample aspiration errors which indicated poor preanalytical sample quality. Hemolysis, icterus, and lipemia (hil) indices were processed before the total bilirubin assay and the "h" value also indicated the presence of hemolysis, an indicator of poor sample quality. Overall, the data indicates insufficient sample aspiration due to lack of sufficient sample volume for hil and tbil or poor sample quality impacting the proper aspiration of the sample. Insufficient sample or poor sample quality due to the presence of gel, fibrin, microclots, and/or cellular debris including red cells, white cells, and platelets impacting proper sample aspiration, were identified as potential contributing factors to the discordant, falsely depressed total bilirubin patient result. The instrument is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed total bilirubin patient result was obtained on a dimension vista 500 instrument. The initial result was reported to the physician(s). A new sample was redrawn from the patient and repeated on the same instrument. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed total bilirubin patient result.